Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air spaces in the patient line of a homechoice cassette. This occurred during fill one of four of peritoneal dialysis therapy. The patient was connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. Renal therapy services (rts) assisted registered nurse (rn) with ending therapy and advised to start over with new supplies. Rts advised rn to contact their peritoneal dialysis registered nurse (pdrn) regarding the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.